Manufacturer narrative:
(B)(4) - final report. Additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. The devices were manufactured, packaged and sterilised according to specifications at the time of manufacture. The cleaning method, the sterilization method and sterile barrier system used to package our devices have a long history of safe and effective use at corin for a wide range of orthopedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Corin consider now this case closed. Nb/ this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Dynacup, trinity and meije duo revision after approximatively 2 months due to infection. Note: the cup, insert and stem are not cleared in the USA.

Event description:
Dynacup, trinity and meije duo revision after approximatively 2 months due to infection. Note: the cup, insert and stem are not cleared in the USA.

Manufacturer narrative:
(B)(4) - initial report. Additional information, including x-rays, operative notes and medical history of the patient has been requested by the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Nb/ this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.